Event description:
There was a sensor error with the ablation catheter while in use in the patient. The catheter was removed and replaced with no reported harm to the patient. Vendor notified. Manufacturer response for bi-directional vascular catheter, 8.5 fr varipulse bi-directional catheter (per site reporter).